Event description:
It was reported that on the top of the endoscope one of the eyes is missing. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the OEM, the endoscope was received with mechanical damage to distal window assembly resulting in subsequent major damage to optical components and damaged fiber optic. The da vinci s surgical system user's manual specifically states: pre-operative inspection use care when handling the endoscope to prevent damage to the internal lens. Working with the endoscope at the patient side - the operator must ensure that the endoscope is handled with great care, as the instrument is very delicate and can be easily broken if dropped or struck. Instrument and accessories cleaning and sterilization - exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on the distal windows and never clean with sharp objects or instruments.